Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that a faulted system diagnostic test occurred on (B)(6) 2009 which changed the patient¿s settings to unintended parameters. The settings were not all corrected prior to the patient leaving the clinic. The settings were corrected on a subsequent office visit. No patient adverse events were reported.